Event description:
Pt having removal of lesion on forehead. Surgeon went to coagulate area and noticed a spark. Pt sustained a "sunburn to right side of face". Oxygen going at 6 liters per min per mask.